Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) exhibited incessant ventricular tachycardia (VT), which was treated with anti-tachycardia pacing (ATP) and shocks. The ATP was successful in some cases, but noted that on one event the therapy did accelerate the arrhythmia. A shock was delivered that successfully broke the arrhythmia. There was also a Signal Artifact Monitor (SAM) event noted and the minute ventilation (MV) sensor switched. The patient reportedly experienced a syncopal episode during the treated episodes of VT. This ICD remains in service. No additional adverse patient effects were reported.